Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used the patient experienced inflammation, purulent drainage, extrusion of the suture at the subcutaneous layer, and delayed healing. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.